Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during the priming process. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the gear was slower than before during priming, the top battery compartment area where lock had a hairline fracture and the screen also cracked in the corner plastic area. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window and cracked case display window corner noted. The p-cap locks into the reservoir compartment properly noted.